Event description:
Same case as: 6000093-2007-00887. It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis and acute inferior mi occurred. A 3.50x24 mm taxus express2 drug eluting stent was implanted in the 85% stenosed, mildly tortuous right coronary artery (rca) and a 2.50 x 16mm taxus express2 drug eluting stent was implanted in the posterior descending artery (pda). The physician postdilated with the stent delivery balloon. The stents appeared to be well apposed. The pt was given plavix and asa. Three years post the initial procedure, the pt presented to the emergency room with an acute inferior mi. The physician identified a thrombosis in the distal rca and pda. Aspiration and angioplasty were performed. The pt was in the hospital on a balloon pump when this event was reported. The pt takes asa daily, lipitor and other blood pressure medications. The pt took plavix for at least 6 months. The pt had been to the office several times for check ups with good results. In the physicians opinion, the relationship of the thrombosis to the taxus stent is unk. Additional info has been requested, but not provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.